Manufacturer narrative:
Initial report sent 11/16/2014. (B)(4).

Event description:
A calix t/p inserter and 8mm trial were returned to x-spine, where they were cleaned and decontaminated upon receipt. Afterwards, the cleaning specialist noticed that the distal end (i.e. Tip) of the inserter had broken off in the 8mm trial. The instruments were forwarded to the regulatory engineer and a complaint was initiated on 11/04/2014. X-spine had contacted the customer on 11/04/2014, 11/06/2014 and 11/25/2014, requesting additional information about the damaged/broken t/p inserter and 8mm trial. However, as of 11/26/2014 x-spine has not received a response (i.e. Additional information).